Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the pump failed the motor speed test. No patient impacted. No further information is available at this time.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of the pump failed motor speed test. The unit was triaged and the customer¿s reported condition was confirmed. The complaint for "fails motor speed test" could result in an over or under deliver. A trend has been identified and a corrective and preventative action has been opened to address this issue. A review of the device history record shows that this unit was manufactured in 2013 and was released meeting all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.